Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak coming from the cycler set tubing onto the table. In a follow up, the patient contact reported finding the leak when unhooking the patient after treatment. The contact did not find fluid in the cycler when setting up for patient to have treatment again 2 days later. The contact said that the patient has continued treatments on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint product sample was received from the customer for evaluation; the sample was received with original package.the complaint product sample was visually inspected and no damage was observed on the cassette; the sample was found acceptable. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. During the evaluation of the sample, the alleged failure stated in the complaint was not confirmed. The device history record (DHR) review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak coming from the cycler set tubing onto the table. In a follow up, the patient contact reported finding the leak when unhooking the patient after treatment. The contact did not find fluid in the cycler when setting up for patient to have treatment again 2 days later. The contact said that the patient has continued treatments on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.